Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that this pacemaker had been recently implanted. Upon interrogation there was right atrial (ra) undersensing and functional right ventricular (rv) loss of capture (loc). Technical services (ts) was consulted to review the measurement of the ra signal in order to maximize programming. The patient would be brought in for further testing and programming. The pacemaker remains in service and no adverse effects were reported.